Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error; the alarm occurred during normal use. The customer removed the battery but the alarm continued. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that the "critical pump error" image was displayed on the screen. The customer mentioned that other insulin pump errors were displayed on the screen prior to the critical pump error alarm. The customer was advised to revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: open book / critical pump error after battery installation. The critical pump error was generated by pump error 3 per boot loader traces, problem was isolated. Unable to perform functional test including selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with corrosion at the battery tube. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window and case.